Event description:
A review of svc data has detected a reportable event. Upon servicing of charger/modem (B)(4) which was returned for normal maintenance, the charger/modem would not power on. The last pt to use this charger/modem did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. Upon eval a flash failure was found at pin a23 of the flash memory (components u102 and u105). The cause of the failure cannot be positively identified but is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the fractured solder connection. The last pt to use this charger/modem did not report any problems.